Event description:
When the patient went to turn off the stimulation with the programmer to drive, she was unsuccessful. The patient removed the batteries from the programmer and reported that the batteries were very hot. She then put the batteries back in and received the patient programmer version/set-up screen. It was unknown if error codes were seen. The programmer was replaced.

Manufacturer narrative:
Final device analysis of the programmer revealed a failed digital board.